Event description:
Customer reported being unable to use their lancing device and as a result of being unable to test, she experienced dizziness and loss of consciousness. Although she further reported self-treating with insulin and being seen by a doctor who diagnosed her with hyperglycemia and also treated with insulin, this information is inconsistent with the reported symptoms. The time frame of the medical incident in relation to the doctor's visit is unk. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow up report will be sent when investigational results are available.